Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) experienced an episode that appeared to be a fast conducted atrial tachycardia. Some of the atrial activity was undersensed due to programmed blanking periods. This undersensing did not impact therapy delivery. The atrial rate accelerated and was conducted in the ventricles. The device delivered several rounds of anti-tachycardia pacing (atp) and a tachy shock to convert the high ventricular rate. The shock accelerated the rhythm into a true ventricular fibrillation (vf). Subsequently, seven shocks were delivered that did not convert the vf. The patient has a left ventricular assist device which maintained hemodynamic stability throughout the duration of this event. The patient also has had chronically high defibrillation thresholds since system implant. Boston scientific technical services (ts) was contacted and provided programming considerations and ultimately a revision procedure was scheduled. During the revision, the right ventricular (rv) lead was surgically abandoned and this crt-d was explanted and discarded. Defibrillation threshold testing was performed with the new system and was successful. No additional adverse patient effects were reported.